Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that small air bubbles were observed in the line, but they were not detected by the metriq device. During an ablation procedure to treat atrial fibrillation (afib), a metriq irrigation tubing set was selected for use. Small air bubbles were observed in the line, but they were not detected by the metriq device. The line was flushed and tapped, but the bubbles were not removed. The tubing was then replaced, but the issue was not resolved. Subsequently, a pressure bag was used, and the procedure was completed successfully with no patient complications. The product has been disposed of and will not be returned for analysis.